Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found. Continuity tests on the cable were successful, and there were no visual anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pins between the temporary lead and the patient cable became disconnected. This resulted in loss of stimulation, which led to cardiac arrest that required cardiopulmonary resuscitation and tracheal intubation in emergency. The patient outcome was reported to be fine.

Event description:
It was reported that the cable became disconnected from the external pulse generator which led to loss of capture and a cardiac arrest. The device was reconnected to the cable. No further patient complications have been reported as a result of this event.